Manufacturer narrative:
Clinical investigation: the file was assessed to determine if a clinical investigation is warranted. On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) passed away. Reportedly, the patient was not connected to the fresenius cycler when the patient passed. There were no reported allegations that the death was related to fresenius products. No further information is available despite several due diligence attempts. Based on the available information, there is no allegation, temporal relationship or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had expired. It was indicated that the patient was not connected to their liberty select cycler at the time of their death. The date of the patient's death is unknown. There was no allegation nor indication that any fresenius pd products cause or contributed to the patient's death. Multiple attempts were made to acquire additional information, however, a response was not received.